Event description:
The reporter indicated a 06.0 diopter aq2010v silicone three piece lens was damaged in the epiphany injector system, there was no pt contact. The reporter stated, the lens damage was caused by the injector system.

Manufacturer narrative:
(B)(4). The product pertaining to this complaint was not returned for eval. However, the lens was returned and visual inspection found the lens optic torn and one haptic bent. There was evidence of clear surgical residue. Evaluation: method: other, lens work order search. Results: other, a lens work order search was performed and no similar complaints were fond within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history, work order search and the eval of the returned product, a specific root cause of the event could not be determined. (B)(4).